Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician advanced a smart coil into the target location and reported that it was not taking its intended shape. Therefore, the smart coil was removed. While advancing another smart coil of the same size through the microcatheter, the physician experienced resistance and noticed under fluoroscopy that the smart coil was unraveled within the microcatheter and had become stuck. The physician then decided to remove the smart coil and noticed that it had unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the smart coil was removed from the patient. At this point, the physician lacked smaller coil options to be able to proceed with the procedure and therefore, the procedure was suspended. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.